Event description:
It was reported that the patient presented in the clinic for a lead revision procedure. The physician mentioned that the right ventricular (rv) lead had dislodged through an atrial septal defect. The rv lead was observed under fluoroscopy and transesophageal echocardiogram and was confirmed to be dislodged. The rv lead was explanted and replaced. The patient was stable throughout.